Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 400 mg/dl. Troubleshooting was performed. The customer stated that he had high blood glucose for the past six weeks. The customer also stated that he changed the site several times to solve the problem. The customer stated that the insulin pump alarmed no delivery and he tired pushing insulin through, but he felt the device was not pushing insulin. The customer requested a replacement of the insulin pump. No further info was provided.